Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the hub was broken. The pieces were broken off and not returned. The reported condition was confirmed. The broken hub is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instruction for use states, "do not bend the instrument shaft". If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use on patient, the device broke. There was no patient injury. Initial investigation found the hub was broken. The pieces were broken off and not returned.

Manufacturer narrative:
Additional information: malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use on the patient, the device broke and part of the device completely disengaged. It fell into the patient's cavity, but was retrieved with graspers. A laparoscope was used to find foreign objects within the cavity. Broken pieces not shipped were discarded by the hospital. Another device was opened to complete the procedure. There was no patient injury. Initial investigation found the hub was broken. The pieces were broken off and not returned.